Manufacturer narrative:
There was no patient present. The investigation has not been completed.

Event description:
A medtronic representative reported an unexpected software exit that occurred outside of a procedure. The system had been left on at the navigate screen all weekend. The rep clicked back in the software to look at other exams on the system. While on the merge screen looking at previous exams, the software exited unexpectedly. There was no patient present.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.